Event description:
The ventilator gave audible alarm, displaying "system error" message. Paw meter was fully stuck on the right side of panel when caregiver checked it.patient was placed on back-up ventilator immediately. No adverse event was reported.